Manufacturer narrative:
(B)(4). P/ns 1007605 was explanted, (B)(4). Not returned to manufacturer.

Event description:
On (B)(6) 2016 patient was implanted with the rns system including: rns neurostimulator and four depth leads placed as follows right temporal, right parietal, left temporal, left parietal. The surgeon removed the left parietal lead and left temporal lead to treat an infection. The two right leads are connected to the neurostimulator programmed for detection and therapy. The patient presented for 6 week follow up appointment with drainage from the left temporal incision. Superficial incisional infection. The right sided incision for right sided lead placement and the midline incision for battery placement were both healing well with no sign of infection the left temporal electrodes were infected with (B)(6). In hospital antibiotics status post lead removal and wound washout: -ceftriaxone 2g IV q12h. -vancomycin 1g IV q8h. Discharge antibiotics: -pt sent home with PICC. Pt treated with ceftriaxone 2g q12h via PICC. -pt will call in 10 days to follow up.